Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the personal therapy manager (ptm) showed code 8503. The rep would follow up with the healthcare professional (hcp). The patient had a 32 hour bolus in progress from physician reprogramming (B)(6) 2018. The patient's pump was refilled (B)(6) 2018 and the hcp adjusted the strength. The patient did not have the print out with her to look up how many hours she would need to wait. The patient was never given a print out. The patient would follow up with the hcp. There were no reported symptoms. The code happened 3 times and previous times the hcp said they "misprogrammed" her and made her come in. The inquiry was not confirmed resolved. No further complications were reported.